Manufacturer narrative:
The customer's AED was received at cardiac science and the data was downloaded from the device. The customer reported the event on (B)(6) 2019 and there were two (2) rescue data files for that day. In both files the AED started analyzing the patient's rhythm, but the lid of the AED was closed before a decision to shock could be made. Examination of the event log showed there were no error codes either prior to or during the rescue that would generate a service required prompt and cause the service indicator to be lit. As part of the investigation, the AED was functionally evaluated and successfully passed testing to factory specifications. The AED was serviced and returned to the customer.

Event description:
Customer reported the AED prompted service required when they were connecting the AED to a patient. The customer reported that the patient survived and the incident did not interfere with patient care.